Manufacturer narrative:
The device was returned for analysis. The reported marker lumen blockage was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The pinched and kinked polyamide tubing was concluded to be related to a potential product quality issue. The investigation is ongoing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the proglide was attempted to be flushed prior to use in the patient anatomy and was unable to be flushed. Even though, the proglide was advanced into the patient anatomy and there was no blood flow coming from the marker lumen; therefore, the proglide was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.